Event description:
It was reported an under-infusion event involving entyvio 250ml bag. Per report, there was still volume left in the bag at the end of infusion. The user had to program the pump and add additional volume to be infused to complete the dose. Because of this, the total volume infused displayed in the pump was 312ml. There was patient involvement but no harm. Bd received additional information. It was reported that the ordered infusion rate was 500ml/hr. The intended volume to be infused (vtbi) was 250ml. The total bag/bottle volume and concentration was "250ml expected, but it¿s possible additional ml¿s were added during drug compounding in pharmacy." Per report, 312ml was infused in 39 minutes. Patient's IV access location was right antecubital. The tubing was ref (B)(4). Bd received additional information. Although requested, the customer does not intend to return the devices. The customer stated that they performed rate accuracy testing on the pump module and it passed. The customer believes that the under-infusion issue could have been due to bag overfill (total volume of the medication bag compounded by the facility's pharmacy is greater but was not accounted in the volume to be infused during pump programming). The customer requested to close this case.

Manufacturer narrative:
Correction : describe event or problem. Additional information : imdrf annex b code and manufacturer narrative. Root cause: the root cause for the reported issue of an under infusion - entyvio (event 1) was not determined because no products or device logs were returned.

Event description:
It was reported an under infusion event involving entyvio 250ml bag. Per report, there was still volume left in the bag at the end of infusion. The user had to program the pump and add additional volume to be infused to complete the dose. Because of this, the total volume infused displayed in the pump was 312ml. There was patient involvement but no harm. Bd received additional information. It was reported that the ordered infusion rate was 500ml/hr. The intended volume to be infused (vtbi) was 250ml. The total bag/bottle volume and concentration was "250ml expected, but it¿s possible additional ml¿s were added during drug compounding in pharmacy." Per report, 312ml was infused in 39 minutes. Patient's IV access location was right antecubital. The tubing was ref 2420-0007. Bd received additional information. Although requested, the customer does not intend to return the devices. The customer stated that they performed rate accuracy testing on the pump module and it passed. The customer believes that the under infusion issue could have been due to bag overfill (total volume of the medication bag compounded by the facility's pharmacy is greater but was not accounted in the volume to be infused during pump programming). The customer requested to close this case. Bd received additional information. It was reported to bd representatives that were on site to gather additional information that it is typical "to have to add 5-10ml to the end of the infusion, which is generally within +/- 10% which is acceptable per the pharmacy." Per report, "medications are given on a primary line, primed with the drug by the nurse, flushed via gravity, and then the remaining drug is flushed at the smartsite via a syringe." Bd representatives discussed (use of) short sets to improve workflow and optimize drug delivery/decrease potential medication waste especially on small IV bags, however the clinicians prefer their current process. Both nurses demonstrated IV set loading ¿ one loaded the IV set properly and the other nurse pushed the upper fitment into the recess instead of lowering it into the recess. In both cases however the upper fitment was properly positioned in the recess. Bd representatives discussed proper IV set loading. Pharmacy changed their process since the issues began and have begun labeling the infusions ¿infuse until medication is complete¿ so that the nurses continue to infuse the IV bag until it is empty which nurses have reported is helpful. However, the pharmacy label does not state the true volume including overfill. The pharmacist stated they don¿t include overfill on the label since they are not sure how much overfill is in each bag and they do not have the means to weigh the IV bags for their true volume. Bd representatives discussed they could consider reaching out to the IV bag manufacturer for overfill values; as some hospitals will use the average overfill for each size IV bag to obtain a true volume for the label that includes overfill. Pharmacy generally takes fluid out of the bag before adding the drug except entyvio because it is only 5ml. However, for iron 300mg the drug amount is 15ml so they would remove 15ml of fluid prior to adding the iron to the IV bag. Pharmacy does not intentionally remove air from the IV bag. Clinicians did not report observing any signs of negative pressure.

Manufacturer narrative:
Correction : describe event or problem.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an under infusion event involving entyvio 250ml bag. Per report, there was still volume left in the bag at the end of infusion. The user had to program the pump and add additional volume to be infused to complete the dose. Because of this, the total volume infused displayed in the pump was 312ml. There was patient involvement but no harm. Bd received additional information. It was reported that the ordered infusion rate was 500ml/hr. The intended volume to be infused (vtbi) was 250ml. The total bag/bottle volume and concentration was "250ml expected, but it¿s possible additional ml¿s were added during drug compounding in pharmacy." Per report, 312ml was infused in 39 minutes. Patient's IV access location was right antecubital. The tubing was ref 2420-0007.